Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported issue could be a defective temperature probe cable. However, this cannot be confirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog no. Listed in the complaint is a cable approved by medivance for use with the arctic sun® temperature management system the instructions for use were found adequate and state the following: "connections 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arcticsun device displayed an alarm 14 and an alert 50.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed an alarm 14 and an alert 50.